Event description:
This patient was treated with a gore excluder aaa endoprosthesis. One month later the patient was identified with aneurysm enlargement attributed to a type ii endoleak. Two mos later, the patient presented with abdominal pain. At this time a reintervention was performed to place an aortic extender component and an iliac extender component at the contralateral leg junction. Following this reintervention a type ii endoleak was noted relative to the inferior mesenteric artery. It should be noted the patient was on plavix anti-clotting medication prior to the primary procedure. This therapy was not discontinued unitil a week following the reintervention.